Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, thus no device evaluation can occur because the lot number is unknown. Review of the provided information concluded that no evidence of a product defect or deficiency has been indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was indicated a revision surgery was required where zimmer spine products have been previously implanted. No product malfunction has been indicated. The reason for the revision surgery has not been provided.